Manufacturer narrative:
The manufacturer device information indicated the lead was removed as of (B)(6) 2009. No information was provided by the report source on this. Additional follow up has been requested. Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type implantable neurostimulator; product ID 377760, lot # v012887, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported they were unable to remove the lead. The lead was capped and a lead was added as an intervention. The event was considered unresolved with no further action planned. The etiology was related to the device, therapy, and implant procedure. No patient medical history was noted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site did not remove the lead because it was easier for them not to. They were concerned if they did remove it that it may leave a tract where the lead was placed so they elected to leave it in.